Event description:
It has been reported to philips that the equipment can only do fluoroscopy, exposure was not possible. User message related to an image storage issue was prompted. The system was in clinical use, no patient harm reported. A philips service engineer inspected the system onsite and identified that the issue was caused by an image disk problem. The image disk was replaced and the system returned to use in good working order. Philips is further investigating this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system had scanning error.¿ according to additional information received the system was not in clinical use. Upon investigation it was confirmed that issue occurred due to image storage problem. The philips engineer replaced hard disk and recreated the image. The system was returned to use in good working order. The codes were updated based on the investigation outcome.